Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported he had an incomplete flap in one eye and aborted the treatment 2 weeks ago. Surgeon stated that the incomplete flap was nasally and that he would complete the procedure with a surface treatment within the next 2 weeks.